Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture,strong pain and capsular contracture grade I. The device has been explanted with non allergan device.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one extended opening and flat creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one sharp opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -one sharp edge opening in the side posterior assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported left side rupture,strong pain and capsular contracture grade I. The device has been explanted with non allergan device.